Manufacturer narrative:
Dräger contacted the user facility who confirmed that the device was back in use without replacing any parts. The user facility assumed that the event occurred due to the age of the machine and continuous use of three days. No further information such as e.g. A log file of the device was made available. Based on the provided information, a case-specific evaluation is not possible for the manufacturer. The device continuously monitors the state and the function of internal components and software modules. If a deviation is detected, an acoustical and visual alarm is generated. Performing a restart is an established approach to reach a well-defined and stable operation state of the ventilator after unexpected deviation by restarting internal software processes even without or before operator intervention. During the restart sequence which lasts approximately 12 seconds the device opens the pneumatic system to ambient to enable spontaneous breathing of the patient. The user will be alerted by means of a corresponding high-priority alarm. After completion of the restart the ventilation will be continued with the last valid settings. It can finally be concluded that the device responded as intended upon a detected deviation of unknown origin ¿ the device performed a restart which solved the deviation. After the device restart, the ventilation was continued as set.

Event description:
It was reported that the device unexpectedly shut down and restarted during use on a patient. Reportedly, the device was continued to be used after the restart. There were no health consequences for the patient reported. The device has no UDI as an UDI was not required at the time the device was manufactured.